Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. It was reported that the customer experienced elevated blood glucose (bg) displayed as 255 mg/dl to "high" on cgm. Reportedly, the customer administered a manual injection to address elevated bg level. The customer continued to use the pump for insulin therapy.